Manufacturer narrative:
H6: annex d code updated to d1102. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, finished the case without monitoring the nerve.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: xom unk nimin trfc; unk. Prod. ID/ nim interface, serial/lot: unknown img code:g02005, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op, that vocalis 1 and 2 are syncing with the pacemaker. Surgery was delayed by less than 1 hour. During troubleshooting, moving the leads to the shoulder and thigh but did not work. Increased the rejection period to the highest setting of 12 with no resolution. Changing the case to the peripherals still did not work. There was no patient injury.